Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported to philips that the device had a blank screen when powered on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10: the remote service engineer advised customer of replacing the user interface assembly. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted. H11: device problem - from "inadequate user interface" to "no display/image".